Event description:
Reported by the customer as: air in line sensor defective. Patient injury: no.

Manufacturer narrative:
Actual device from complaint was evaluated. Results: a visual inspection of the exterior and interior of the pump was completed, finding multiple signs of internal damage to pcb components and external battery door damage. Conclusions: the pump being dropped by a user directly caused the internal damage, which is directly related to the air in line alarm being defective.